Manufacturer narrative:
No selected due to no product sample or device returned. Investigation conclusion: the case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record and retain device testing could not be performed as a lot number was not provided. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information. Complaints are tracked and trended on a monthly basis. Per the packet insert: - very low levels of hcg (less than 50miu/ml) are present in urine specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning urine specimen collected 48 hours later. - a number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast caner, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine specimen should not be used to diagnose pregnancy unless these conditions have been ruled out. - this test provided a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Pending return sample. Results pending completion of the investigation.

Event description:
A distributor reported 3 false positive results (unknown date) using the medline hcg urine cassette. Although requested, further information has not been provided. The customer has been unresponsive. There was no adverse event.